Event description:
Message was received via inbox stating that customer was hospitalized in (B)(6) with blood glucose of 700 mg/dl. Customer will call 24 hour helpline as soon as possible. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.